Event description:
Customer reported the system is not displaying an image and all lights are flashing off and on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended.